Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was disconnected from the transfer set during sleep, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain two of peritoneal dialysis therapy. During troubleshooting, it was reported that the home patient (hp) was disconnected from the transfer set during sleep that led to this alarm. Renal therapy services (rts) had hp cycle the power off and on. The hp would start over with all new supplies. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.